Event description:
A report was received stating that an extracorporeal membrane oxygenation patient was receiving infusions of vasopressors and paralytic sedation when the manifold on the listed device was observed leaking. The patient's mean arterial pressure (map) dropped to 50 mmhg; the patient was quickly resuscitated back to baseline and medication delivery resumed.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.